Event description:
The hcp reported the patient had drainage and atypical seizures (for this patient). The patient was diagnosed with an infection. The primary location of the infection was the device pocket and catheter track. A culture was obtained (date not reported) from the device pocket and the cerebral spinal fluid; the result was reported as coagulase negative staphylococcus. The pump and catheter were removed. The patient was administered perioperative antibiotics as well as intravenous antibiotics for the treatment of the infection (medications and doses not reported). The patient was discharged on antibiotics. The patient recovered without sequela. The pump was programmed to deliver lioresal-concentration and dose were not reported. See manufacturer's report number: 3004209178200702484.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.